Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. According to the initial reporter, this event occurred approximately twelve (12) times since (B)(6) 2013. Event dates for each occurrence were not provided. An individual FDA form 3500a will be submitted for each case. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4), 2014.

Event description:
The nurse reported the patient experienced rectal tearing while the fecal management device was used. No further information was provided.